Event description:
It was reported that the unit inflated but cuff did not. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The investigation notes that the product was in used conditions without original package. Visual inspection was performed at 12" under normal lighting to received unit, to detect any damage on the cuff, airline, or pilot balloon. No damage could be detected. The sample was tested on leak test - cuff was inflated successfully. No problems or issues were identified during this device history record review. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation.